Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient reported that they did not see any punctures or holes in the cassette. The patient was advised to discontinue the use of their cycler. Upon follow up, the patient reported that after the event they noticed that their effluent was cloudy and their peritoneal dialysis nurse (pdrn) ordered a culture (culture type and date unknown). The patient stated that they were given two doses (dose unknown) of vancomycin intraperitoneal (ip) as a prophylactic treatment. The patient stated that the results from the culture were negative. The patient confirmed that despite the prophylactic antibiotics, there were no adverse events or injuries requiring medical intervention as a result of the reported event. The patient was able to revert to manual therapy in the absence of the cycler. The patient has received a new cycler, which is working well, and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. The sample was cassette was received without its original package. During disinfection the alleged failure was confirmed, a leak was found on the cassette film. A visual inspection was performed to sample cassette and noticed a pin hole at the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the cause of the complaint was able to confirm the reported event.